Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that representative got a report that the foley trays did not contain betadine or lubricant syringe. Representative was trying to determine if there was something wrong with the kit, or if they need to do some education on the substitutes. Representative was given response that the label for each tray was attached which provides a detailed list of items included and was also told that a119216m contains lubrisil all silicone temperature sensing 16fr foley, statlock, control-fit outlet device drainage tube collection bag (2500 ml), 3 foam swabs, povidone iodine packet, peri-care kit (soap towelettes & hand sanitizer), a319416am contains bardex infection control 16fr temperature sensing foley, statlock, anti-microbial control-fit outlet device 350ml urine meter bacteriostatic collection bag (2500ml), 3 foam swabs, povidone iodine packet, peri-care kit (soap towelettes & hand sanitizer).

Event description:
It was reported that representative got a report that the foley trays did not contain betadine or lubricant syringe. Representative was trying to determine if there was something wrong with the kit, or if they need to do some education on the substitutes. Representative was given response that the label for each tray was attached which provides a detailed list of items included and was also told that a119216m contains lubrisil all silicone temperature sensing 16fr foley, statlock, control-fit outlet device drainage tube collection bag (2500 ml), 3 foam swabs, povidone iodine packet, peri-care kit (soap towelettes & hand sanitizer), a319416am contains bardex infection control 16fr temperature sensing foley, statlock, anti-microbial control-fit outlet device 350ml urine meter bacteriostatic collection bag (2500ml), 3 foam swabs, povidone iodine packet, peri-care kit (soap towelettes & hand sanitizer).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.